Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a "cassette not attached" error. There was no reported adverse event.

Event description:
It was reported that the cassette was not attached. No patient injury was reported.

Manufacturer narrative:
Customer reported that the cassette was not attached. Tamper seals were intact, the device was in good condition. The reported cassette problem was not duplicated. Ran the pump in user mode. The problem was caused by defective medication reservoir. Unable to determine who caused the problem. The pump will undergo standard pm.